Event description:
It was reported that during a laparoscopic cholecystectomy and appendectomy procedure, the device was unable to maintain pneumo. The device was hissing and also caused visibility problems for the surgeon. The flow rate was between seven and nine liters and would occasionally jump up to twelve liters, and never up to fifteen. They were unable to identify where the leak was coming from. The device was leaking with or without a device inserted. The trocar was being torqued, but it did not matter if it was being torqued or if they tried to hold it straight, it would still leak and hiss. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
A steris service technician inspected the orbiter equipment management system and found an oxygen leak at the point where the facility copper oxygen feed line connects to the orbiter manifold assembly. At the time of the event, a karl storz endoscopy tower accessory was plugged into the orbiter system. The technician noted the karl storz endoscopy tower main ac switch was in the "on" position, and the spark was likely caused by the accessory not being properly turned off before it was unplugged. Steris technicians replaced the o-rings and seals on the gas lines leading into each of the facility's orbiter systems. Steris performed the required leak tests and all connections were found to be leak-free before being placed back into service. Steris did not maintain or service the orbiter at the time of the reported event; the facility reported that it used a third party service contractor only when repairs were needed. In addition, user facility biomedical personnel reported they did not perform preventive maintenance on the orbiter as required in the maintenance and operator manuals. Adherence to proper maintenance procedures would have identified the gas leak prior to the reported event. Steris has determined the cause of this event to be a confluence of three user errors: failing to properly maintain the equipment (including regularly checking for leaks) in accordance with the operator manual, failing to properly turn off the endoscopy tower accessory before unplugging it, and use of the equipment after it had exceeded its useful life. The equipment operator manual calls for a check of supply lines whenever parts or the device are adjusted, repaired or replaced (pp. 4-1): "using a soapy mixture, check all supply line connections for leaks". The maintenance manual also requires checks for leaks during routine inspections (pp. 5-1): "check for leaking hose assemblies, including compressed air for brake system". The maintenance manual reinforces the importance of completing regular preventive and routine maintenance (pp. 6-1): "warning: personal injury and/or equipment damage hazard - safe and reliable operation of this equipment requires regularly scheduled preventative maintenance, in addition to the faithful performance of routine maintenance. The interval frequency should be increased with increased usage of the equipment". The useful life of the orbiter equipment management system is estimated to be 10 years based upon typical usage, adherence to the preventive maintenance schedules and potential parts obsolescence. At the time of this reported event, the unit subject of this report was 14 years old, had exceeded its useful life and, per the facility, had not been properly maintained in accordance with the operator manual. A steris service technician reviewed the equipment maintenance guidelines with facility personnel and reminded them that the orbiter systems should be inspected and maintained per the preventative maintenance schedule set out in the operator manual.

Manufacturer narrative:
The electrical fire occurred during cleaning while the operating room was not in use. This equipment management system contains outlets for electrical, vacuum, air, oxygen and other gases and was manufactured before the mid-1990s. Units manufactured since the mid-1990s have enclosed junction boxes and encased wiring.

Event description:
A small electrical fire occurred in the electrical box of an equipment management system when an accessory was unplugged from its electrical outlet, while the accessory was still turned on. No injuries occurred as a result of this incident.